Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd phoenix¿ nid has been found experiencing misidentification. The following has been provided by the initial reporter: update: customer sent in specimen lab reports (attached to case), which shows the repeat panel also resulting with discrepant ID. Affected sequence numbers: 420073908668, 420073908734 customer problem: customer is reporting a mis-ID. Phoenix reported isolate as citrobacter koseri. Maldi called isolate enterobacter cloacae complex.

Event description:
It has been reported that the bd phoenix¿ nid has been found experiencing misidentification. The following has been provided by the initial reporter: update: customer sent in specimen lab reports (attached to case), which shows the repeat panel also resulting with discrepant ID. Affected sequence numbers: (B)(4) customer problem: customer is reporting a mis-ID. Phoenix reported isolate as citrobacter koseri. Maldi called isolate enterobacter cloacae complex.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 2021-08-03. H6: investigation summary this complaint is for misidentification of enterobacter cloacae as citrobacter koseri when using phoenix panel nid (448007) batch number 1266783. The customer returned panels, and isolates but did not return lab reports or photos for investigation. To investigate, a total of three customer returned panels from the complaint batch were tested using the customer returned isolate on a phoenix instrument and evaluated for identification results. All panels identified correctly as enterobacter cloacae. This complaint is not confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type optimum performance comes from using fresh 18-24 hour, well-isolated colonies ensure proper, sufficient inoculum density allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors h3 other text : see h10.